Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.

Manufacturer narrative:
Additional information received indicated that there was not a red alert associated with remote monitoring, but a yellow alert was received due to a low intrinsic amplitude with another manufacturer's right atrial (ra) lead. No additional information is available at this time. If additional information becomes available this report will be updated.